Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.